Event description:
It was reported that the pt can no longer hear with his device. New external equipment was tested on the pt but the situation did not change, he was still unable to hear. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.